Event description:
It was reported that patient underwent an unknown procedure on an unknown date. Subsequently, there has been an alleged non-union of the pheonix retrograde nail. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).